Event description:
It was reported to philips that the system was unable to produce x-rays. The patient was moved to another system. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an electrophysiology (ep) study. The procedure was completed as planned after the patient was moved to another system. It was reported to philips that the system was unable to produce x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and reviewed the lod that was created and found no indication of an issue other than en_x inactive, and hand/footswitch pressed with x-ray not possible. On further troubleshooting, the customer stated that they attempted to reboot the system and tried to make exposures using both the handswitch and footswitch but was unsuccessful. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the system was functioning normally upon arrival and tested both fluoroscopy and cine modes as the rebooting of the system solved the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.